Event description:
Information was received indicating that the cadd legacy 1 pump alarmed high pressure with no visible kinks or obstruction. There were no adverse events reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported "high pressure alarm" was not able to be duplicated. Running the pump in user mode induced no errors. It was noted that the pressure test passed at 22.5 psi. Due to the number of high-pressure entries in the event log, the downstream sensor will be replaced as a preventative measure. Based on the evidence, the complaint was confirmed, but no fault was found.